Event description:
The pt was receiving an electrotherapy treatment when upon completion of the treatment, the clinician noted the pt had rec'd a burn. The burn was in the area of the treatment under the application electrode.

Manufacturer narrative:
Since the device was not returned to the MFR for evaluation, no root cause can be determined. Any future info regarding this incident will be reported to the FDA mandatory report office on the form 3500a.